Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump screen had scratches which made harder to read the screen. The blood glucose level was unknown. The customer also reported that the insulin pump had battery cap gets stuck and hard to get off, rejected new battery, unexplained no delivery alarms. The device will not be returned for the analysis.